Event description:
It was reported that the pump battery was depleting quickly and unable to charge. There was no reported adverse impact to the customer¿s blood glucose level. Attempts were made by tandem technical support to follow up but further information was unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.